Event description:
We had 4 incidents in the last 8 weeks. None of the three patients have any history of allergies to lidocaine or epinephrine. One patient did have a documented latex allergy. All four incidents occurred after the catheter was inserted and before the fiber was inserted. Two of the four reactions began before the administration of any tumescent anesthesia. The symptoms associated with the reactions included: shortness of breath and chest tightness in all three patients. Extreme facial flushing / erythema in two patients. Chest pain and elevated blood pressure in one patient. Strange alcohol or medicine like taste in one patient.